Manufacturer narrative:
The reported events of oversensing, noise, and suspected lead damage were confirmed, but the reported event of increased lead pacing impedance was not able to be confirmed. As received, a complete lead was returned in two pieces for analysis. Multiple internal insulation abrasions were revealed under the right ventricular shock coil, which breached the ring electrode cable lumen, and revealed one ring electrode ethylenetetrafluoroethylene (etfe) cable coating to be abraded. Additionally, multiple external insulation abrasions were revealed proximal to the suture sleeve tie impression, which breached the optim sheath only, which is consistent with friction to the device can. The cause of the reported events was isolated to the abrasion revealed under the right ventricular shock coil with the abraded ring electrode etfe cable. Electrical and x-ray examinations did not reveal any indication of conductor fractures. The lead impedance test was unable to be performed due to the lead being returned in two pieces, which was consistent with procedural damage. All other damages revealed are consistent with procedural damage.

Event description:
Additional information received that a decrease in the pacing impedance and episodes of myopotential oversensing were observed on the ventricular lead. The ventricular lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, episodes of noise were observed on the ventricular lead. Damage of the ventricular lead was suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.